Event description:
Event description cpi received information that this sweet tip bipolar lead was abandoned (capped) at a replacement of an implantable pulse generator after it was cut. Another sweet tip bipolar lead was implanted. Implant date-07/20/92. Removed from service date-08/28/96. Total implant months-49.3